Event description:
High impedance was announced on the device. The physician turned off the device. As the physician stated that the vns therapy has not been providing therapy for the patient, the device will remain implanted and turned off (to 0ma). It is possible that the high impedance is due to patient falling down. The physician believes the event is related to stimulation and thinks the system may have never have worked (or been installed) properly. Review of manufacturing records confirmed that the model 103, sn (B)(4) and model 302-20, sn (B)(4) passed all functional tests and were sterilized prior to distribution. Follow up found that no x-rays are planned. Programming history was not provided. No other information was provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.